Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized due to the event. The patient was treated with kefzol (cefazolin) 250mg, 4 times/day and vancomycine 50mg, 4 times/day, both beginning on (B)(6) 2010. At the time of reporting, remedial therapy was ongoing. The patient's recovery status was unknown. Nutrineal treatment was withdrawn on (B)(6) 2010 and physioneal therapy continued. No drugs had been added to the pd solutions and the patient did not mix any of the pd solutions together. The patient did not experience an exit site or tunnel infection and did not routinely reuse supplies. He had not experienced previous peritonitis in the past 4 weeks prior to this episode. Per the reporting physician, the event of peritonitis was considered related to nutrineal and physioneal. He also considered the evolution of the peritonitis as atypical. All processes were evaluated and they could not find an explanation for the peritonitis event. This is one of several cases from the same reporter. Follow-up was completed with the nurse on (B)(4) 2010. The patient continued to receive antibiotic therapy (end of antibiotic therapy was predicted to be (B)(6) 2010). The event outcome was not yet considered recovered due to the ongoing antibiotic therapy. Nutrineal had not been restarted after (B)(6) 2010, therefore, no rechallenge had been performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within the lower esophagus of a patient with esophageal cancer, during a stenting procedure performed on (B)(6), 2010. According to the complainant, the patient had a five centimeter stenosis from the lower esophagus to the cardia of the stomach. The lesion was not dilated prior to stent placement. Contrast media was injected into the patient in order to determine the position of the stenosis. Due to the severity of the stenosis, the endoscope was unable to be advanced through the lesion. A guidewire was passed through the endoscope, and advanced through the lesion. The endoscope was removed, and the stent device was advanced over the guidewire and through the lesion; however resistance was encountered. The physician attempted deployment, but the stent was unable to be fully deployed. It was reported that there was no bowing of the delivery catheter; however it was confirmed that the deployment suture was tangled with the stent. The partially deployed stent was removed from the patient without issue, and the procedure was successfully completed with another stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. (B)(4).